Event description:
Boston scientific received information that this device was explanted. It was reported the device did not have any pacing. The device had been implanted for approximately nine years. This model device has a nominal expected longevity of approximtaliy seven years. No adverse patient effects were reported.

Manufacturer narrative:
It is unknown whether the device will be returned for analysis. An attempt was made to retrieve further information from the hospital, however, no further information has been received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.